Manufacturer narrative:
Follow-up # 1:the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio iq meter was reading inaccurately high compared to another meter (onetouch vita). The complaint was classified based on the customer service representative (csr) documentation. The patient was unable to recall when the alleged inaccuracy began. The patient stated that he obtained an alleged inaccurate high blood glucose result of "95 mg/dl" on the subject meter compared to "69 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results exceeds lfs' criteria for accuracy. The patient stated that he manages his diabetes with a combination of medications including "diamicorn 60mg and lantus insulin. The patient reported that "immediately" after the alleged issue began he developed the symptoms of "trembling". The patient stated that on an unknown date and time that he administered more food and or drink. At the time of trouble shooting, the csr confirmed the subject meter was set to the correct unit of measure and the sample was taken from an approved sample site. In addition the csr reported that the patient carried out the correct testing steps to obtain a blood glucose reading, the test strips were stored correctly within their expiry date and the test strip vial was neither cracked nor broken. The patient was unable/unwilling to say if he carried out a control solution test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 3 - supplemental sent to correct information contained within follow-up # 2; the MFR narrative was incorrect and should read: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. In addition a secondary issue was noted; the meter was found to produce results above and below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. In addition a secondary issue was noted; the test strips were found to have results above and below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.